Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 5.38 years since initial implant, this male patient with bmi 21.7 underwent a right side tka and was implanted with an exactech uhmwpe insert, serial # (B)(4). On (B)(6) 2019, the patient underwent revision due to swelling. No additional information is available or forthcoming.

Manufacturer narrative:
Section h11: *the following sections have corrected information: (h3)the revisions reported may be due to prosthesis wear and/or synovitis. However, the prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation. (H6) component code: 734, bearings.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.